Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient had been experiencing ventricular tachycardia (vt) before the impella was removed, so a cardiac resynchronization therapy with a defibrillator (crt-d) was inserted. No other information was provided however the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.

Event description:
It was reported that a patient was on impella 5.0 for hemodynamic support. It was noted that the crt-d was inserted because there was vt before leaving impella. No other information was provided however the procedural outcome was the patient survived.